Event description:
A fisher & paykel healthcare rep installed a humidifier & rt240 breathing circuit. As per instructions, a pressure and leak test was performed before placing it on a pt. The humidifier immediately alarmed, indicating the heater wire was not connected. The rep replaced the heater wire adaptor, but the humidifier continued to alarm. The rt240 breathing circuit was changed and the alarm ceased and the breathing circuit functioned properly. There was no incident with the pt.

Manufacturer narrative:
The rt240 breathing circuit is being sent back to fisher & paykel healthcare for investigation. Method: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.